Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds and non-capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.